Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, patient received three low battery alarms each time after battery was changed and the issue was resolved with the last battery change. Reporter stated that the lithium batteries were new, the battery cap was about a month old, and there was no evidence of damage or corrosion in the battery compartment. Review of alarm history showed three low battery alerts on (B)(6) 2013. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.